Event description:
The manufacturer received information alleging a ventilator's oxygen blending module flow sensor failed. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator's oxygen blending module flow sensor failed. A ventilator was returned to a third party service center for evaluation and the customer's complaint could not be confirmed or duplicated.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module flow sensor failed and the complaint could not be confirmed or duplicated. The device evaluation by the third party service center was completed and the device failed test steps during testing. The device's oxygen blending module board and interface board were replaced to address the issues.